Manufacturer narrative:
(B)(4). Batch # u5ed8j. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60m reload was received partially fired 2/3 with the reload pan was noted to be partially dislodged at the proximal end from the left side. No functional test was performed due the condition of the reload. The partially fired is consistent with an incomplete or interrupted cycle. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.

Event description:
It was reported that during the surgery, could not fire farther after fired 2/3. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.